Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the black box data showed multiple call service alarms. During testing, the pump successfully passed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no alarms. The force sensor calibration was found to be within specifications. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was alleged that the pump emitted 054 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.